Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI number: there is no UDI number due to the device being a screw kit. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the surgery of this case went well, maxilla was in correct position right after surgery. During follow up appointment some weeks later, it was discovered that the maxilla moved posterior and up which lead to a bad occlusion. The patient was scanned again and scan was uploaded for revision surgery. It was noticed in the scan the maxilla plate moved posterior into the sinus the medial link of the plate on the left side broke. Also almost all screws in the upper skull dislocated from the plate. The surgery was completed as usual, there weren't any issues in surgery. Revision is scheduled.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a2 (age), d6b. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.